Event description:
Provider states need right motor, the motor is leaking grease. No damage or injury. Provider states the motors were replaced in (B)(6) of 2014 via order (B)(4). No further information provided.